Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was implanted on (b)(60 2016 in the region of the esophagus to the proximal stomach during an endoscopy with fluoroscopy guidance procedure. The stent was implanted to treat an esophageal stenosis which was 2 cm long with 6 mm inner diameter and 35 cm from the incisors. The upper margin of the implanted stent was at 32cm from the incisors and the distal margin was within the z line of the stomach at 38 cm from the incisors. Reportedly, the patient's anatomy was dilated with a 12-13.5-15mm balloon dilator and an isovue contrast was injected from the esophagus with no extravasation noted. According to the complainant, approximately 3 weeks post-procedure, the patient presented with dysphagia and quick onset postprandial pain. On (B)(6) 2016, esophageal barium swallow was done and it was noted that the stent migrated within the gastric antrum to the proximal duodenum. On (B)(6) 2016, endoscopy was done and a moderate esophageal 1 cm long with 9 mm inner diameter stenosis was noted. The patient anatomy was dilated under fluoroscopy guidance with a 12-mm balloon dilator. It was observed that the proximal edge of the stent was in the duodenal bulb. The stent was retracted into the gastric lumen utilizing multiple devices including a raptor grasping device and rat-toothed forceps. The scope was removed with a gastric hood placed over the tip of the scope and was reintroduced to protect the dilated esophageal stricture. The stent was removed from the gastric lumen with a 33mm snare. The patient was observed in the endoscopy recovery unit for four hours and was discharged home in a stable condition.